Manufacturer narrative:
The customer's meter was requested for investigation and a replacement product was sent to the customer.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter will power on, but it only shows half of the display. This affected the ability of the user to see the results field of the display. There was no allegation of a result misinterpretation.

Manufacturer narrative:
The meter was returned for investigation. The meter was tested for damage or contamination and none was found. The meter was powered on and no issues were observed with the meter display. There were no missing or faded segments. The device is functioning as intended and the issue could not be reproduced. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.